Event description:
It was reported the ventricular output jack retainer is broken. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the upper case and lower case were broken, the battery release was contaminated and the battery contacts were compressed. (B)(4).